Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample with an anti-kp(a) yielded an unexpected positive reaction with screening cell #3 of biotestcell-p 3. Screening cell #3 was declared to be kp(a) negative, but the customer suspected that it might be kp(a) positive. The customer did neither return the patient sample that had caused a false positive test result nor the supposedly defective product. At the time the customer filed his complaint, the allegedly defective lot of biotestcell-p 3 was already expired. Nevertheless our quality control laboratory tested cell #3 of biotestcell-p3 with anti-kp(a) in the tube technique. Cell #3 showed a clear negative reaction. The antigen determination of the donor of screening cell #3 was reviewed. In accordance with the requirements the kp(a) antigen was typed twice with two different antisera. In both cases the donor of cell #3 was typed to be kp(a) negative and kp(b) positive. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.